Manufacturer narrative:
B3: date of event - aware date of (B)(6)2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a device failure to seal occurred. On an unreported date, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). In (B)(6) 2023, the patient underwent an ablation procedure and a leak was observed at the edge of the laa closure device. The patient was instructed to resume blood thinner medication.